Event description:
The customer reported, the monitors are flickering and system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the connections on the isolation transformer. System operates as intended. (B) (4).